Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during device preparation, failure to extend lead helix issue was observed. The lead was not implanted and was replaced. There was no patient involvement.